Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they attended the exploratory procedure with clinical specialist (B)(6) . The patient had reported a fall in (B)(6) 2025, with a subsequent decrease in ins longevity. They fell again more recently, and reported another decrease in ins longevity. The patient also noted that they received a message on their handset preventing them from increasing stimulation to their ins past 3.3ma. Prior to the procedure, it was noted at a previous appointment the lead-extension connection had migrated from behind the ear to the back of the neck. An interrogation was performed on their ins, which indicated they have high impedances (¿investigate¿) on contacts 1a, 1b, 2a, and 3. The patient received anesthesia and the surgeon attempted to locate the lead-extension connection prior to operation, and determined it had migrated even further down into their neck. The surgeon opened the site of the lead-extension connection, and removed the extension from the lead and tested the lead impedances, which showed high impedances (investigate) on contacts 1a, 2a, and 3. The surgeon reconnected the lead and extension and stitched the patient back up. Impedances were tested on the system again (see 2 images attached), which now showed investigate on 1b and 2a contacts. The cause of the lead migration is suspected to be related to the patient falls. The cause of the high impedance is unknown, but is suspected to be related to an issue with the lead (likely due to the falls). The cause of the decrease in battery life is unknown, but is suspected to be related to the stimulation on contacts with high impedances. The cause of the inability to increase stimulation is the high impedance issues within the system resulting in an oor message on the handset. This message is expected behavior of the system. On 2025-sep-08 e3 (rep): additional information was received from a manufacturer representative (rep). The rep reported that it was determined that the lead had the impedance issue. It was due to the connection between the lead and the extension had migrated to their neck and was getting flexed. There were no other planned interventions and the surgery did not resolve the impedances.

Manufacturer narrative:
The returned device (b35200 - s/n: (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. The returned device (b3400060 s/n:(B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The extension was returned segmented; there was no impact to electrical functionality. The returned device 9b31060 s/n: na) was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h.11.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the exploratory surgery was scheduled for (B)(6) 2025 so have no further information.

Manufacturer narrative:
Continuation of d10: product ID b3300542 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID b3400060 serial# (B)(6) implanted: (B)(6) 2023: product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3300542 lot#, serial# (B)(6), implanted: (B)(6) 2023, explanted: product type lead product ID b3400060 lot#, serial# (B)(6), implanted: (B)(6) 2023, explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6), ubd: 26-jan-2025, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(6), ubd: 22-jun-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had an impedance issue so the healthcare professional (hcp) would be doing an exploratory surgery on (B)(6) 2025.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additiolna relevant information becomes known.

Event description:
The system was returned.